Event description:
It was reported that the lead was explanted due to pain caused by the automatic impedance measurement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.